Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. It was also reported that 13 electrodes were extra cochlear. The patient underwent revision surgery on (date not reported), to reinsert the electrode array into the cochlea.